Event description:
It was reported that the patient was admitted to the hospital from (B)(6) 2013 due to pyelonephritis. The etiology of the event was noted as a ¿new illness, injury¿. Patient symptoms of flank pain and a positive urine culture were also reported. It was also reported that review of the urine culture found it to be consistent with contamination. Treatment with macrodantin pyridium was noted as an intervention. The patient outcome was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the event was cystitis not pyelonephritis.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v621113, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).